Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, a failed lead was observed. The patient experienced some pain during a download and accidently had a tingle. Lead replacement was discussed. No further information is available.